Event description:
Information received from the field does not address the patient's clinical status but notes that the lead appeared to be fractured. Noise was observed on the atrial channel. The noise signals worsened when the patient moved his arm or during pocket stimulation. Lead impedance measurements fluctuated between 200 ohms and 2973 ohms and the p-wave amplitude decreased from 2.5 mv to 0.8 mv.